Manufacturer narrative:
The initial reporter we the patient. Concomitant medical products: product ID: 8709sc, lot# n291899004, implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving gablofen(500 mcg/ml at 90 mcg/day) via an implantable infusion pump. It was reported that the patient was not getting the same symptom relief so the healthcare provider (hcp) thought there might be an issue with the catheter. The whole system was replaced since the pump was nearing the elective replacement indicator date. There were no environmental/external/patient factors that may have led or contributed to the issue. The patient was alive with no injury and the issue was reported to be resolved. The explanted devices were discarded and would not be returned for analysis. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.